Manufacturer narrative:
Aspen surgical received a report from the customer indicating that 1/2 circle taper needles are bending and breaking. Manufacturing lot number was available for review. A review of the device history record was completed. No non-conformance's were noted relating to the reported issue. No further information is available on the product at this time. Sample was not returned. However if sample becomes available and any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the customer indicating that 1/2 circle taper needles are bending and breaking. The incident occurred at the user facility. No injury or death reported. This report was filed in our complaint handling system as complaint # (B)(4).